Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one carboflo graft in four segments were returned for evaluation. Gross visual evaluation was performed. The sample appeared to be bloody. Segment one measures approximately 38.1 cm and beading is intact. Segment two measures approximately 33.3 cm with two tears near loose beading. Segment three measures approximately 5.1 cm and slight tears noted on the graft. Segment four measured approximately 2.3 cm with one tear and no beadings at all. Therefore the investigation is confirmed for the reported torn material, as the sample was received in four segments and the bead was found to be broken. A definitive root cause for the alleged torn material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure through right femoral-popliteal bypass, the framework of the device allegedly detached when the surgeon took it in the hand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during the procedure through right femoral-popliteal bypass, the framework of the device allegedly detached when the surgeon took it in the hand. There was no reported patient injury.